Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to damage on the charged coupled device unit, b30(scope communication err) occurred. Additional findings were as follows: due to corrosion on the endoscope connector, b30(scope communication err) occurred; due to wear of the angle wire, bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; adhesive on the bending section cover (a-rubber) had a chip; scope connector had a scratch; scope connector had discoloration; plastic distal end (c-cover) had a scratch; connecting tube had a scratch; connecting tube had a dent; universal cord had a scratch; grip had a scratch; switch box had a scratch; scope cylinder was shaved; forceps elevator lever had a scratch; forceps elevator knob had a scratch; up, down and right, left knob had a scratch; control unit had a scratch and had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.